Event description:
As per additional information received, a blood transfusion was performed.

Manufacturer narrative:
Investigation is ongoing. Remains implanted.

Event description:
Per report received from japan, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 ultra resilia (s3ur) valve. The valve was landed in 80:20 aortic/ventricular position as intended with 1 ml less than nominal volume. Since mild pvl was observed after the 1st inflation, a post dilation was performed with nominal volume and the pvl improved to trivial at the end of the procedure. On postoperative day (pod) 31, increased ldh and decreased hb were observed at the outpatient follow-up examination, and the patient was put under observation for suspected hemolytic anemia. The degree of pvl at that time was unknown. After that, improvement of the result of the blood test was not seen. On pod 93, the implant doctor consulted with a hematologist, and found that mechanical hemolysis was strongly suspected. No treatment was performed until now. Options of treatment including post dilation was is under consideration.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "paravalvular leak" was unable to be confirmed due to unavailability of the medical report, imagery, or returned device. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. As reported, "the size of annular area was 454 mm2, and the degree of calcification of the native valve was mild. The valve was landed in 80:20 aortic/ventricular position as intended with 1 ml less than nominal volume. Since mild pvl was observed after the 1st inflation, a post dilation was performed with nominal volume and the pvl improved to trivial at the end of the procedure. On postoperative day (pod) 31, increased ldh and decreased hb were observed at the outpatient follow-up examination, and the patient was put under observation for suspected hemolytic anemia. The degree of pvl at that time was unknown. After that, improvement of the result of the blood test was not seen. On pod 93, the implant doctor consulted with a hematologist, and found that mechanical hemolysis was strongly suspected." In this case, the reported annular area was 454 mm2, which was recommended for size 26mm per IFU. However, size 23 mm was selected, so the selected valve was undersized. Valve under sizing could have difficulty to seal against the target site (native annulus), leading to paravalvular leak. As such, available information suggests that procedural factors (undersized valve) may have contributed to the reported event. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (mild pvl) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment and CAPA were initiated to document the investigation and assess associated risk for this event.